Event description:
It was reported that, two days after a rezum water vapor therapy procedure, the catheter was removed, and the patient experienced urinary retention. A second catheter was placed and six days later removed, but the issue persisted. Currently there is a catheter in place, but there was blood was noticed on the head of the penis that has since cleared. There were no additional patient complications. The patient has a visit with his physician scheduled to discuss options.

Event description:
It was reported that, two days after a rezum water vapor therapy procedure, the catheter was removed, and the patient experienced urinary retention. A second catheter was placed and removed six days after that, but the issue persisted. Currently there is a catheter in place, but there was blood was noticed on the head of the penis that has since cleared. The patient subsequently removed the third catheter per physician instructions. After doing so, he reported that he is experiencing urinary urgency and stated he was able to urinate small amounts measurable up to two ounces. He is also experiencing a dribble has an urge to urinate at every bowel movement as well. There were no additional patient complications. The patient has a visit with his physician scheduled to discuss options.

Manufacturer narrative:
The device was not returned for evaluation. Based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with rezum vapor therapy procedure and are noted as such in the device instructions for use. The evidence from the product record review did not identify a potential product quality issue or new patient harm. A DHR review could not be performed since the product was not returned for analysis. This investigation is assigned a most probable conclusion code of known inherent risk of device.

Event description:
It was reported that, two days after a rezum water vapor therapy procedure, the catheter was removed, and the patient experienced urinary retention. A second catheter was placed and removed six days after that, but the issue persisted. Currently there is a catheter in place, but there was blood was noticed on the head of the penis that has since cleared. The patient subsequently removed the third catheter per physician instructions. After doing so, he reported that he is experiencing urinary urgency and stated he was able to urinate small amounts measurable up to two ounces. He is also experiencing a dribble has an urge to urinate at every bowel movement as well. There were no additional patient complications. The patient has a visit with his physician scheduled to discuss options.